Event description:
It was reported that a patient was diagnosed with peritonitis after making a touch contamination. The patient was hospitalized and discharged eight days later. The patient has recovered from this event.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed